Event description:
Manufacturer's reference number (B)(4).

Manufacturer narrative:
Getinge became aware of an issue with prismalix 8400 surgical light. As it was stated by the customer, paint peeling occurred and particles fell off during an intervention on a knee prosthesis. There is no information provided about medical consequences. We decided to report the issue based on the potential, as it may lead to contamination. It was established that when the event occurred, the surgical light did not meet its specification as paint should not peel and it contributed to incident. In the time when the event occurred, the device was being used for patient treatment. All maquet sas products comply with: iec 60601-1 ed. 2.0 & ed. 3.0 general requirements for basic safety and essential performance. Iec 60601-2-41 particular requirements for the safety of surgical luminaires and luminaire for diagnosis. Paint definition pfc066. This procedure defines maquet sas¿s requirements for all painted parts. Disinfection products test: the aim of these tests is to detect any incompatibility with disinfectant. The paint chip or paint damages are due to: impacts, collisions (abnormal use). The operating manual includes the instructions to pre-position the arms prior to use, in order to prevent damages. To prevent any similar incident, it is recommended to avoid the collisions between devices. Minor paint chip can be repaired with touch up paint, nevertheless, the parts impacted by serious damage must be replaced. It is also recommended to avoid excessive friction during cleaning or inappropriate cleaning products. We believe that if the manufacturer recommendation would have been followed the incident would have been avoided. Given the circumstances we shall continue to monitor for any further events of this nature and do not propose any further action at this time. The correction of h4. Device manufacture date, d4. Model # and catalog # fields deem required. This is basen on internal evaluation of available data. Previous h4. Device manufacture date: 2006-10-15. Corrected h4. Device manufacture date: 2006-11-08. Previous d4:; model # ard567238990; catalog # ard567238990; corrected d4:; model # ard567238998; catalog # ard567238998.

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. Device not returned to manufacturer.

Event description:
On (B)(6) 2021 getinge became aware of an issue with prismalix 8400 surgical light. As it was stated by the customer, paint peeling occurred and particles fell off during an intervention on a knee prosthesis. There is no information provided about medical consequences. We decided to report the issue based on the potential, as it may lead to contamination.